Event description:
It was reported the patient called regarding "how leads that are not functioning are typically programmed." The patient stated: "my lead has been dangling since shortly after I got my pacemaker and the doctor said they would fix it when I get my device replaced" "I had an experience because this lead was left programmed on that I ended up with fast heart rates from the lead pacing the wrong part of my heart." The patient was referred to cardiologist for further discussion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 pacemaker (B)(6) 2007; 4076-45 implantable pacing lead (B)(6) 2007. (B)(4).